Event description:
Paramedics responded to a person complaining of chest pain. The device was connected to the pt with ECG electrodes and pt cable and disposable pacing/defibrillation/ECG electrodes and diagnosed as bradycardic hypotensive. External pacing was initiated with the device. According to the rptr, the device would not pace until the operator "smacked" the side of the unit. No adverse effects to the pt were reported as a result of the alleged malfunction.